Event description:
It was reported that the down arrow button has an intermittent response and the time clock changed. The insulin pump was not dropped or exposed to moisture. Keypad is not locked. No button error alarm in history. Customer removed the battery and the buttons are still not responding. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened all the buttons dome switch. Device had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.